Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a prostatectomy procedure on (B) (6) 2010. During the procedure, the surgeon sutured continuously at the vesica and urethra. The needle broke without bending when the surgeon felt the needle touch the periosteum a little. The surgeon searched for the fragment under fluoroscopic control, and found the fragment at the levator ani muscle and removed it. The searching took 120 minutes, and caused tissue damage, currently, the pt's condition is stable.